Event description:
It is reported that during a radius fracture procedure on a (B)(6), surgeon used the bending irons (329.922) to bend the plate, and one of the irons stripped out, and kept stripping the threads of the plate holes where it was placed. This happened on at least 3 of the holes in the plate (vp4022.08) this plate was no longer usable, and the surgeon discarded the plate. He instead used a 7-hole plate and completed the surgery. Some metal fragments could be seen and remain in the surgical site. This report is for one 2.4mm lcp plate 8 holes/64mm-2.0mm thk. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, and not diagnosis. Device is veterinary product. Device is similar to a device marketed for human use. No patient information will be provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
(B)(4)